Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred the pump stopped all insulin delivery. Customer was testing his bg level during the call but did not provide the value. Customer indicated that manual injections would be used as alternate insulin therapy.